Manufacturer narrative:
(B)(4). D6a: implant date - (B)(6) 2023. G2: foreign - australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00734 0001822565-2024-00735.

Event description:
It was reported a patient had an initial left total knee arthroplasty. Subsequently, the patient began experiencing pain and swelling and developed a hematoma. At a post-operative visit, the hematoma was lanced to improve stiffness and range of motion. Approximately 2 months post implantation, the patient underwent a knee aspiration with positive infection markers. Approximately 3 months later, the patient underwent a biopsy where staph crepitus and curtibacterium grew. Stage I of a two stage revision was completed 6 months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - femur. Visual examination of the provided photograph identified an explanted femoral, tibial, and articular surface implant. However, the photograph was insufficient to complete a detailed visual examination of the product. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain and swelling, hematoma lanced to help with stiffness and improve rom, aspiration positive. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.